Event description:
Pt underwent a total abdominal hysterectomy with bilateral salpingo-oophorectomy in 2002. Pt placed on pt controlled analgesic pump infusing demerol for pain management. Pt complained of nausea and medicated with phenergan at 6:15 pm and 8:15 pm. Pt continued to complain of nausea and medicated with compazine at 11:15 pm. At 1:00 am, pt found unresponsive and code called. Advance cardiac life support was initiated but resuscitative efforts were unsuccessful. Pt pronounced dead at 0200 hours the next day. Coroner notified of unexpected death. Autopsy report completed and ruled cause of death a meperidine overdose. This matter is currently under investigation. It should be noted that it is not known which pca pump was used at the time, but due to the coroner's report, all pca pumps are being evaluated.